Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the product return status, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that inadequate and insufficient apposition occurred. The 70-80% stenosed target lesion was located in the moderately tortuous and mild calcified iliac artery. A 10.0x60x135 cm express ld stent balloon expandable was selected for use. During the procedure, after successful lesion crossing and adequate pre-dilatation, the stent was advanced and deployed across the target lesion under fluoroscopic guidance. However, it was noted that the stent failed to expand properly and did not achieve adequate vessel wall apposition despite correct preparation and standard protocol. The stent system was carefully retrieved under fluoroscopic control and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the product return status, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted. Investigation results: device/media analysis: media was received in the form of an image. Review of media images appear to show the device packaging label and a return justification document. These images do not document any of the allegations mentioned, so they are unable to provide any additional clarification on the probable cause of the event. Device history record (DHR) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the 10.0x60x135 cm express ld stent balloon expandable device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that inadequate and insufficient apposition occurred. The 70-80% stenosed target lesion was located in the moderately tortuous and mild calcified iliac artery. A 10.0x60x135 cm express ld stent balloon expandable was selected for use. During the procedure, after successful lesion crossing and adequate pre-dilatation, the stent was advanced and deployed across the target lesion under fluoroscopic guidance. However, it was noted that the stent failed to expand properly and did not achieve adequate vessel wall apposition despite correct preparation and standard protocol. The stent system was carefully retrieved under fluoroscopic control and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that crossing advancing issue was noted.